Event description:
Reported as: "(patient) ...who underwent band replacement due to band slippage was admitted. On the first postoperative day, the patient became dyspneic. Tomography demonstrated mid-esophageal leak. On exploration, a long tear of mid-esophagus was found. Most probably due to iatrogenic perforation of the calibration tube." From article: "p40. Unusual complications of lap-band surgery" (abstracts, 11th world congress of ifso, sydney australia).

Manufacturer narrative:
Medwatch sent to FDA on: 29/nov/07. The product associated with this report has not been returned for analysis. The connector type cannot be identified nor can an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Band slippage and esophageal perforation are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these event. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of esophageal perforation as follows: caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract."